Manufacturer narrative:
The patient's multiple admissions for chronic driveline infection are reported under MFR #'s 2916596-2020-00949, 2916596-2020-00806, 2916596-2020-01106 and 2916596-2020-01108. Manufacturer's investigation conclusion: the pump remained in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient developed a driveline infection. The infection type was methicillin-susceptible staphylococcus aureus (mss). The patient developed rubor, dolor, calor and tumor. The patient was treated with intravenous antibiotics that were transitioned to long term oral antibiotics on an unknown date. The patient was admitted multiple times for driveline infection as this was a chronic infection and it is unclear which symptoms and treatment the patient experienced during each specific admission.